Event description:
It was reported that the ilet¿s lure connector snapped after the device was dropped, and subsequent setup led to insulin leakage at the lure connector due to connecting the lure outside the device during the supply change. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of pump therapy with transition to insulin pens until proper setup was completed, after which insulin delivery resumed. Investigation included troubleshooting, user education, and confirmation of correct supply change steps. Investigation of this case revealed user setup error, specifically attaching the lure connector outside the device and not following the instructed sequence. It was concluded that the event resulted from use error rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.